Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. There was also low r-wave amplitude that disabled the smartpass feature. It was noted the first time low amplitudes were seen was five months earlier. The patient was brought in for testing and and an x-ray was taken. The noise was able to be reproduced so the sensing configuration was reprogrammed secondary vector. Boston scientific technical services (ts) was consulted to review the data and x-ray images. Upon review ts noted the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Review of the x-ray did not show any issues. Ts discussed other troubleshooting and programming options. The s-ICD and electrode remain in service and no adverse patient effects were reported.